Event description:
The stenosis in the sfa was dilated with a 5x80mm balloon. The first supera veritas stent was implanted without any issues. Another dilator followed with a 6x40mm balloon. During balloon dilation, a dissection occurred and another supera veritas was used. The first three centimeters of the stent were deployed with no issues, however, the last centimeter would not deploy out of the sheath. After several attempts of retracting the thumb slide, the physician removed the system out of the artery and through the long cross over the sheath where the stent and the tip detached. The stent and tip were still in the sheath. The event occurred in (B)(6).

Manufacturer narrative:
The device and the introducer sheath were returned and analyzed. The stent and detached tip were within the introducer sheath. An area of disturbed braid was noted near the distal end of the outer sheath. When the device was exercised, the ratchet intermittently snagged in the area of disturbed braid. When the distal end of the outer sheath was straightened, there the ratchet moved freely within the outer sheath. The ratchet was measured and was within spec. The catheter tip had detached from the ratchet stem. There were two faint indentations in the tip assembly overmold which are indicative of pressure applied by the stent to the overmold when the parts were compressed inside the introducer sheath. The cause of the event is likely due to ratchet-to-sheath interaction as evidenced by the area of disturbed brain in the "ratcheting zone" of the outer sheath. The interaction of the ratchet with the sheath impeded advancement of the thumb slide for stent deployment. As a result of this interaction and the inability to deploy the stent, the catheter tip assembly detached with the delivery system with a partially deployed stent were withdrawn through the introducer sheath resulting in a lack of clearance for the components. A CAPA is opened and in process for ratchet to sheath interactions.